Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 19, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the removal of a knee system prosthesis surgical procedure, it was discovered that the motor on the battery reciprocator handpiece device made sounds like it was moving but the body was not. According to the reporter, the battery device was switched to a new one but it yielded the same result. There was a five minute delay to the planned surgical procedure. A spare device was available for use to complete the surgery without any problems. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that an oscillator device was used to complete the procedure successfully. The reporter stated that because the oscillator device and reamer device worked fine that there were no issues with the battery device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned to manufacturer was documented as jan 23, 2017 on the initial report. It has been updated as jan 27, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear seized, jammed and moved heavy. It was also observed that the device had no drive, because the bearings of the gear was blocked, there was liquid residue identified between the inner parts of the product most probably because the gears were blocked due to corrosion. It was further determined that the device failed functional test at pretest. Therefore, the reported condition was confirmed. However, the assignable root cause was could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.